Event description:
It was reported that a retrospective chart and x-ray review was performed on cases performed between 2002 and 2009 at a single trauma center in which rhbmp-2 was used in acute trauma or post-traumatic reconstruction. These cases were then compared to a matched cohort without the use of bmp-2 (matched for age, type of case, anatomic site, and open injury) for statistical analysis. Group one was comprised of a total of 193 patients whose treatment included rhbmp-2 (155 reconstructive and 38 acute open fractures). Group two was comprised of 181 patients treated without the use of rhbmp-2 (145 reconstructive and 36 acute open fractures). For the acute trauma cases, all were open fractures where rhbmp-2 was applied after the final debridement and immediately prior to definitive wound closure during the initial hospitalization. Reconstructive cases were comprised either of diaphyseal nonunions or primary or revision post-traumatic foot <(>&<)> ankle fusions where rhbmp-2 was applied in an off-label fashion to enhance nonunion repair or arthrodesis, respectively. Seventeen patients in the bmp group required prolonged antibiotic use post-op.

Manufacturer narrative:
Citation: chan et al. Wound complications associated with bmp-2 in orthopaedic trauma surgery. Journal of orthopaedic trauma. 2014. Doi: 10.1097/bot.0000000000000117. Average age 52 years. Range 16 - 90 years. Implant date: 2002-2009. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.